Event description:
Prescriber's office called in a verbal rx durolane qty of 3 with directions of every week for 3 weeks and rx was shipped to mdo. Correct duration for durolane is one time. Patient only received one injection.